Event description:
It was reported that the crew dropped the cot while unloading from the ambulance. The customer reported that this drop was due to use error and not any failure of the stryker product. The patient was reported to have gone into cardiac arrest following being dropped.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the crew dropped the cot while unloading from the ambulance. The customer reported that this drop was due to use error and not any failure of the stryker product. The patient was reported to have gone into cardiac arrest following being dropped. Further investigation identified that the cot drop did not cause or contribute to the cardiac arrest.